Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery aneurysm, the subject balloon was only partially inflated during use and when removed from patient vasculature, it was found to be leaking. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery aneurysm, the subject balloon was only partially inflated during use and when removed from patient vasculature, it was found to be leaking. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the balloon catheter was found to be kinked/bent. Functional inspection, balloon difficult to inflate functional test ¿ fail. The balloon could not be inflated due to leakage. Balloon leaked functional test ¿ fail. At attempt was taken to inflate the balloon; however, the balloon could not be inflated due to leakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed based on the analysis. The device did not meet specifications when received for complaint investigation based on the visual inspection. It was reported that prepared and delivered the flowgate2 balloon to the placed and dilated it. However only part of the balloon was inflated and the rest was not inflated and the balloon could not stop the blood flow. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was not inflated over nominal pressure or excessive pressure used, the balloon was able to be successfully inflated during preparation and there was no leakage noted during preparation. The device was returned and there was kinking noted to the balloon catheter, during the inflation attempt the balloon could not be inflated due to a leak to the balloon. It is probable that the device was damaged during the clinical procedure, causing the reported events. An assignable cause of procedural factors will be assigned to the reported and analyzed events of 'balloon leaked during use' and 'balloon difficult to inflate' and to the analyzed event of 'balloon catheter kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.